Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 6mm single port (sp) monopolar curved scissors (mcs) instrument was analyzed and found to have a broken chassis near the nose cover. The broken piece was not returned, measuring roughly 7.72mm x 38.53mm in size. Components adjacent to this broken chassis show damage, which may indicate potential mishandling/misuse. A dislodged nose cover was observed and was not returned with the instrument. Additionally, the instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user-installed tip accessory. The broken piece was not returned and measures approximately 2.21mm x 1.59mm in size. Due to the broken adapter, a detached fragment was observed that was not returned with the instrument. Also, the instrument was found to have a lodged sheath coextrusion at the tube adapter. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument. Improper cleaning during reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents, can lead to cracking. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the 6mm single port (sp) monopolar curved scissors (mcs) instrument had a damaged housing. No further information was provided.